Event description:
It was reported that during the procedure in the left anterior descending artery (lad), a 3.5x15 rx promus stent was deployed. At the conclusion of the procedure, a dissection was noted at the proximal and distal segment of the stent. A second 3.0x12 rx promus stent was deployed distal to the 3.5x15 stent and a 3.5x08 rx promus stent was deployed proximal to the 3.5x15 stent. The dissection extended beyond the stent; therefore a non-abbott stent was deployed distal to the third stent. It is unknown if the second stent exacerbated the dissection or if there was continued spiral dissection down the lad. There was still dissection distal to the stent; therefore, an attempt was made to advance a 2.5x15 rx promus stent delivery system through all previously placed stents; however, angiogram revealed that the stent was not long enough to cover the entire dissection. The physician withdrew the stent delivery system and the stent dislodged and embolized at the proximal segment of the vessel. Surgical intervention was considered; however, the stent was successfully snared and a balloon angioplasty was performed to embed the stent to the proximal lad. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.5 x 15, 3.0 x 12, and 3.5 x 8 promus stents indicated are being filed under separate medwatch reports. Distal to stent and indication for use. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified. It was reported that an attempt was being made to stent distally in a dissected lesion. It should be noted that the promus everolimus eluting coronary stent system instructions for use (IFU) states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. The reported attempt to cross previously implanted stents likely caused or contributed to the difficulty removing the device and subsequent stent dislodgement.